Event description:
It was reported that there was a handling/user error, involving a loading issue which resulted in a broken haptic. The intraocular lens (iol) was explanted from the eye. The incision was enlarged and another lens implanted. A suture was used to close the incision. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the lens showed one detached haptic and appears to have evidence of ophthalmic viscoelastic on it. All pertinent information available to the manufacturer has been submitted.